Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. The reported patient effect of dissection is listed in the xience prime everolimus eluting coronary stent systems instructions for use (IFU) as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that the procedure was to treat a moderately calcified, mildly tortuous, 90% stenosed, de novo lesion in the proximal left anterior descending (lad) coronary artery. Pre-dilatation was completed with a 2.0x12mm sc non-abbott balloon and a 3.0x33mm xience prime drug eluting stent (des) was implanted at the target lesion. Post-dilatation was completed with a 3.5x15mm nc non-abbott balloon, after which a distal edge dissection was noted. A 3.0x38mm xience prime des was implanted to cover the dissection and successfully complete the procedure. There was no adverse patient sequela. No additional information was provided.